Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead delivered an inappropriate shock due to double counting of atrial and ventricular signals. The patient presented in clinic for follow up. Upon review, the right ventricular lead exhibited decreased r-waves, increased capture threshold and changes in impedance. X-ray imaging showed that the lead was dislodged. Programming changes were performed. The right ventricular lead was then explanted and replaced. The patient condition was unknown.